Manufacturer narrative:
Annex c: c020701. Annex d: d02. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error code 255-202-2¿. On 11/27/2024, the pcu was received unboxed and with paperwork. Logs reflect the issue. Testing demonstrated the pcu successfully goes into maintenance mode and passed battery condition test. The pcu will be returned to bd san diego repair center for normal processing. Recommend replacing the power supply board, ((B)(6)). The failure investigation report will be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code - 255-0-42. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code - 255-0-42. There was no patient involvement.

Event description:
It was reported that the device had error code - 255-0-42. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01, annex c: c020701, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error code 255-202-2¿. On 11/27/2024, the pcu was received unboxed and with paperwork. Logs reflect the issue. Testing demonstrated the pcu successfully goes into maintenance mode and passed battery condition test. The pcu will be returned to bd san diego repair center for normal processing. Recommend replacing the power supply board, (tc10013069). The failure investigation report will be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.